Event description:
It was reported that both the atrial and ventricular leads were capped due to noise and low impedance. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1290 competitor implantable pulse generator (ipg) (B)(6) 2005. 4024-58 implantable pacing lead (B)(6) 1995. (B)(4).